Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.d4 - lot number updated from unknown to lot# 2090141. D4 - catalog # updated from unknown rx xpedition to 1070250-15. D4 - expiration date - updated. D4 - UDI # updated from ni to (B)(4). H4 - manufacture date - updated.

Manufacturer narrative:
B3: date of occurrence estimated as 10/29/2023. D4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the electronic lot history record (elhr) and lot level similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the xience xpedition stent delivery system (sds) came with a fractured wire making it impossible to use. There was no patient involvement and no clinically significant delay reported. No additional information was provided.